Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 8 years and 3 months. The pump was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that after over 8 years of support, the patient expired on (B)(6) 2017 at an external hospital due to multisystem organ failure followed by suspected intracerebral bleeding. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
The device remained in situ and was not available for evaluation. A correlation between the device and the reported event could not conclusively be established. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.